Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached. Block h11: correction to the initial MDR in block e2, block d4 and block g4. Block d4 has been updated based on additional information received on june 9, 2023. Block h10: investigation results: one cold snare was received for analysis. Visual, microscope and media analysis of the returned device found the loop was detached. No other device problems were noted. The reported event of "loop detached" is confirmed since the snare loop was detached. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found the snare loop was detached during visual, microscope and media tests. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare loop was detached however the tip was retrieved with a cold biopsy forceps. The procedure was completed with a similar captivator cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare loop was detached however the tip was retrieved with a cold biopsy forceps. The procedure was completed with a similar captivator cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached block h11: correction to the initial MDR in block e2, block d4 and block g4 block d4 has been updated based on additional information received on june 9, 2023. Block h10: investigation results one cold snare was received for analysis. Visual, microscope and media analysis of the returned device found the loop was detached. No other device problems were noted. The reported event of "loop detached" is confirmed since the snare loop was detached. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found the snare loop was detached during visual, microscope and media tests. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is cause not established. This code was selected since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. An investigation to address this problem has been completed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare loop was detached however the tip was retrieved with a cold biopsy forceps. The procedure was completed with a similar captivator cold snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare loop was detached however the tip was retrieved with a cold biopsy forceps. The procedure was completed with a similar captivator cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached. Block h11: correction to the initial MDR in block e2, block d4 and block g4. Block d4 has been updated based on additional information received on june 9, 2023..